Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and they received insulin flow blocked alarm. The customer¿s blood glucose level was 395 mg/dl. The customer reported that clear ring around the reservoir looks to have pieces missing. The customer reported that they had insulin flow blocked alarm, they tried all the remedies. Troubleshooting was performed for damage and insulin flow blocked alarm, noticed the reservoir looks loose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Insulin pump received with pillowed keypad overlay. No damage on the reservoir compartment or retainer noted. The test reservoir does lock in place in the reservoir compartment noted. (B)(4).